Event description:
Medtronic received information that these bioprosthetic valves, implanted in 2008, were explanted due to pannus overgrowth.

Manufacturer narrative:
(B) (4). Device history reviewed. Device history review found the product met specifications when released for distribution. Cause of event related to patient condition. Upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible except where host tissue extended on the inflow. The non-coronary left and left right commissure were intact. Part of the right non-coronary commissure was stiff due to host tissue. Extensive glistening off-white pannus covered the entire sewing ring on the inflow, over the tissue and base stitching extending 1 to 6 mm onto all cusps, significantly reducing the inflow orifice area. A remnant of pannus extended and covered the top of the right non-coronary commissure possibly restricting leaflet movement in that section. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.